Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they found leaks on the reservoir compartment. The customer's mother also reported that the insulin pump was peeling off on the keypad. The customer's blood glucose was 22.2 mmol/l at the time of incident. The customer's blood glucose was 5.7 mmol/l mmol/l at the time of call. The customer's mother stated that they treated the high blood glucose with back-up plan. The customer's mother stated that they can smell insulin on her daughter's clothes and called for troubleshooting. The customer's mother was advised that the insulin pump will need to be replaced. The customer's mother stated that they will revert to back-up plan. The reservoir will be returned for analysis.